Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified damage observed on the cartridge. Blood glucose was elevated; however, a specific value was not provided. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.